Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, wireguide and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted to the locator at the blood inlet hole. No other damage or issues were noted. The complaint was able to be confirmed for a bent locator as the locator was returned and was kinked at the blood inlet hole. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director of cv invasive services. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The green introducer was bent before removing from the package. The case was a left heart catheterization (lhc)/ percutaneous coronary intervention (pci). The procedure was a success, and the patient was stable. There was no additional blood loss. Another angio-seal device was used for successful closure. The hospital did not release patient information.